Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced a controller critical alarm and performed a controller exchange as he believed the pump has stopped. Controller was sent to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller ((B)(4)) passes visual and functional testing. However, review of the log files revealed a controller fault alarm associated with a pump motor controller (pmc) reset on (B)(6) 2014, confirming the reported event. Controller faults of this nature are indicative of electro-static-discharge (esd). Additionally, controller ((B)(4)) is an un-shielded controller which are more susceptible to esd events. The root cause of the reported "controller fault alarm" event was found to be a pmc reset as a result of electrostatic discharge (esd). The manufacturer has an open internal investigation to evaluate these type of issues. The field safety notice (fsca apr2013) field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence. Fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient experienced a controller critical alarm when he was at rest. The patient performed the controller exchange as he believed the pump has stopped. The controller was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.